Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely but copying the appropriate settings into the system. Additional, related follow ups were attempted, to no avail. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 30, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, there was no function during I/a (irrigation/aspiration) portion of the case. A company representative suggested the o-rings be replaced in the ia handpiece. However, the customer feels this is not an issue with the handpiece as they have used the same handpiece in other cases without incident.